Event description:
It was reported that the size mark on the trach tube was disappearing post processing. No patient injury was reported.

Manufacturer narrative:
UDI# is unknown. No information is provided to date. Operator of device is unknown. No product has been returned and the investigation could not confirm the reported issue. No corrective actions are planned at this time. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).